Event description:
It was reported that during routine follow-up, low impedance was observed on the right ventricular lead. The leads polarity was changed and normal electrical measurements were seen. No patient symptoms were reported; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.